Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
Country of complaint: japan. During a laparoscopic partial nephrectomy with a bipolar maryland, the jaw broke and there was a change to the procedure, changed to laparotomy in order to remove broken parts from patient. There was an extra incision (abdominal) required to remove the ceramic part that broke from the device. Extended surgical time for greater than 15 minutes.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found visible damage. The blue ceramic is broken on one side and on the other side there is a broken off area. Additionally the ceramic shows visible damage. The grey ceramic signs visible damage and is broken too. The root cause of the problem is most probably usage related. We assume a mechanical overload situation as the causal factor. According to the quality standard a production error and a material defect can be excluded. No CAPA is necessary.